Manufacturer narrative:
(B)(4). Reported event: on (B)(6) 2019, it was reported from (B)(6) that an intellicart unit¿s vacuum would culminate at 530mmhg on both sides. DHR and repair history review: the previous repair report for intellicart system serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: on (B)(6) 2019, it was reported from norton pavilion ¿ downtown that an intellicart unit¿s vacuum would culminate at 530mmhg on both sides. On (B)(4) 2019, (B)(4) was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site and confirmed the vacuum issue. He found the vacuum pump had failed after checking the hepa/inline filters and looking for air leaks. He also found the unit was having trouble overall powering on. When he attempted to replace the power inlet module fuses, he found that they had melted into the module itself. He replaced the entire module and then replaced the bad vacuum pump and then verified that the unit was functioning as intended. The technician then returned the unit to service without further incident. The device was tested, inspected, and repaired. Probable cause/root cause: the root cause for the unit only reaching 530mmhg pressure was due to a malfunctioning vacuum pump. The vacuum pump generates and maintains suction while the unit is in use; the pump failing or beginning to fail would result in an overall decrease in max pressure. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions. Product evaluated by external contractor.

Event description:
It was reported that during preventative maintenance the unit had vacuum culminating at 530 mmhgs on both sides. During investigation it was reported that the fuses had melted to the module. No adverse event was reported as a result of this malfunction.